Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor and bent sensor cannula. Customer's blood glucose was unknown mg/dl. The customer stated it happened with 2 sensor with this package. The customer was advised that we are sending replacement.